Manufacturer narrative:
(B)(4). Defibrillation threshold (dft) testing was scheduled for a later date. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating non-invasive programmed stimulation (nips) was performed. The shock impedance measurement was high, but remained within range. A few days following the nips, high out of range measurements were again observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that this implantable defibrillation exhibited a gradual increase in shock impedance measurements, including out of range measurements. In clinic testing found the shock impedance measurements were out of range with the distal coil. Boston scientific technical services (ts) discussed calcification or scar tissue may be effecting the shock impedance measurements. Further troubleshooting options were discussed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).